Manufacturer narrative:
The customer's report was observed by a zoll approved service provider during initial testing; after disassembling the device to determine root cause, the report was no longer seen. A replacement monitor board was sent to the customer. Analysis for reports of this type has not identified an increase in trend. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.